Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 26apr2018, fse arrived at the site to address the reported event. Inspection of the device revealed that the waste line was kinked around the table leg. This had occurred due to the customer recently moving the device to a different location in the lab. Fse rerouted the waste tubing to drain properly. Device pressure remained steady at 8.5 mpa. The customer was subsequently able to run precision and controls without issue. No further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. On 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. The 102 pres limit over: the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. The most probable cause of the reported event was due to a kink in the waste line.

Event description:
On (B)(6) 2018, the customer reported receiving "error 100, high pressure" and "error 102, pressure limit over" with their g8 analyzer. The customer stated that the device pressure was around 20 megapascals (mpa). The customer attempted to troubleshoot by placing a new filter and testing the column; however, the high pressure persisted. Technical support (ts) instructed the customer to perform a pressure test. The pressure remained high when the tubing was disconnected from the right side of the column and the filter, but decreased when the tubing was disconnected from the left. Despite troubleshooting efforts the location of the obstruction could not be found. The customer was unable to run hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.